Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed the bicarbonate buffer test. Both sensors failed per specifications. 1 of 2 sensors failed due to a missing and broken cannula. The second sensor failed due to high readings.

Event description:
The customer called in to report a lost sensor alert and that the insulin pump was not connecting to the transmitter. The customer's blood glucose level was 178 mg/dl. During troubleshooting, after the customer pulled the sensor out, blood was found at the site along with a bent cannula. The customer's sensors were replaced and returned.